Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant of a leadless implantable pulse generator (ipg), the introducer's valve would not seal off and therefore, was sucking in air. A new introducer was used as a replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial introducer was returned and analyzed. The analysis indicated that blood was observed on the delivery system introducer distal seal. Blood was observed on the delivery system introducer proximal seal. Visual analysis of the introducer indicated damage during use. The analyst noted a partial micra introducer was returned without the dilator. The distal end of the sheath is damaged. There is blood in the flush tube on the side port assembly. If information is provided in the future, a supplemental report will be issued.